Event description:
It was reported that approximately 7 weeks after implantation of an intraocular lens (iol) into the left eye (os), the lens was exchanged with a different model iol due to dislocation. Additional information was requested but not received.

Manufacturer narrative:
The lens was returned for evaluation. Microscopic examination was performed and observed a cut in the optic with a small piece of the optic missing; the haptics were intact but twisted. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.